Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead distal end looks fine.

Event description:
It was reported that during the atrial lead implant procedure, placement difficulty occurred, and the lead could not be affixed. The atrial lead was removed and single chamber device procedure performed. No patient complications have been reported as a result of this event.